Event description:
In 2008, baxter rec'd a report that a colleague triple channel pump caught fire on the same day, while in storage and resulted in four staff members being exposed to the fumes. The charge nurse reported that an IV infusion pump (colleague-3) was discovered ablaze and the internal battery was leaking fluid. The pump was located in the operating room IV pump room. Staff had extinguished the fire and contained the pump prior to the reporting. No other objects or persons were burned, but four staff persons were exposed to the fumes and experienced subsequent respiratory and eye irritation. Two of the four staff persons elected to be treated in the ER, the other two refused ER treatment. This complaint is related to another three complaints. This complaint is for the event involving employee who is a female who was treated in the emergency room with an oxygen rebreather mask. She was released and reportedly doing well.

Manufacturer narrative:
An on-site visit has been scheduled to meet with the staff involved in the incident to gather as much info as possible about the event and complete an initial visual inspection. A follow up report will be filed upon completion of the evaluation, or if additional info becomes available.